Manufacturer narrative:
The field service engineer (fse) stated the customer replaced the aspiration tubing line and resolved the leak issue. The customer noted low red blood cell (rbc) and hemoglobin control recovery and cleaned the blood sampling valve (bsv) to resolve the issue. The field service engineer (fse) confirmed the issue was resolved and verified the instrument with no further leaks observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported less than one milliliter of red-streak fluid leaked at the needle and dripped onto the countertop while performing quality control involving the coulter lh 500 hematology analyzer. The customer also noted partial aspiration system error at the time of the leak. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.